Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began treatment with fortum, 1 gm, ip, once daily and amikacin, 100 mg, ip, once daily. The patient remained hospitalized and treatment with fortum and amikacin were ongoing. Outcome for the peritonitis was unknown. Dianeal therapy was ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy.